Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind due to the motor encoder signal being out of phase. Analysis was unable to perform the displacement test due to the motor error alarm. No motion sensor test failure alarm was noted by analysis during testing. The insulin pump had minor scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 106 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.